Manufacturer narrative:
The screw was discarded at the hospital. Since the screw was not returned for evaluation, no results are available and no conclusions can be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain precautions against reusing any implants.

Event description:
It was reported that a pedicle screw lost its mutiaxial capabilities during surgery. The screw and closure top were installed and tightened but subsequently loosened in order to change the screw direction. After loosening, the screw tulip was found to remain in a stationary position when it was attempted to be reinserted. It was removed and replaced with an alternative screw. There were no reports of patient impacts associated with this event.